Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: her son's blood glucose levels (bg) were in 400-500 mg/dl range on (B)(6) 2013, with excessive thirst. His target bg is 120mg/dl and typical range is in the 150 mg/dls. Mother had changed the site twice and changed the insulin vial; tested for ketones, which were negative. Mother gave son insulin injection which lowered his bg level. Mother confirmed that basal setting is correct. Mother did mention that the night time basal setting was changed 2-3 weeks ago as per hcp, and that last week the child had been much more active during a vacation week. Cs reviewed pump alarm, bolus, basal, prime and tdd. Confirmed with mother that all settings are correct and basal rates are correct. The 24 hour total daily dose adds up. Confirmed that advanced bolus settings are correct on I:c, isf and bg target. The patient continues on the pump and cs advised mother to follow-up with hcp for bg management. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 9/23/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The first date recorded in the black box is (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Review of the available tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.